Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the hcp tried to advance the lead into the ins header and was unable to insert it all the way. The hcp tried a new ins and it worked fine. The rep would send the defective ins back to the manufacturer. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis of the returned ins (serial # (B)(4)) found no anomalies. A known good lead was inserted and withdrawn three times in both ports within the specification of less than 1.75 pounds (lbs) of force. Insertion required 0.58, 0.62, and 0.57 lbs in the 0-7 port and 0.71, 0.76, and 0.74 lbs in the 8-15 port. Withdrawal required 0.58, 0.55, and 0.55 lbs in the 0-7 port and 0.59, 0.59, and 0.63 lbs in the 8-15 port. Visual observations of the connector module/cover, connector ports, access hole adhesive, grommets, setscrews, and shield/can were all ok. The ins passed the final functional test, and the telemetry test and pressure on the ins can test had ok results. The initial review/ trace report findings were ok. The ins had good stable output on all electrode pairs during the initial output test. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be submitted once analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.